Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating that he had excessive no delivery alarm during manual prime. Customer's blood glucose was 502 mg/dl. The customer's mother was advised that in order to troubleshoot their pump, set and reservoir we may request that they change the set and/or reservoir. The customer was advised to clear the alarm with esc and act. The customer was advised to replace plunger and manually push plunger very slowly, while keeping that reservoir straight. The customer stated the insulin exit. The customer was advised to rewind pump, reinsert reservoir into the device and run manual prime to at least 5.0 units. The customer was advised that the device is working as designed.